Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult/unable to move on lot # 9259108. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9259108. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200847964] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 1/2in 90 bx 450 (B)(4) plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no.: 328280 batch no.: 9259108. It was reported by the consumer that he is unable to move the plunger forward or backward once air is inside the barrel. Consumer stated, when he tries to push the air into the vial so that he can draw his insulin, the plunger will not move. Stated, he cannot move the plunger forward or backward, once the air is inside barrel. Consumer left lot number on voicemail, so that's already noted. He was in the supermarket. Stated, he will email the product information.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-05-13. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.3. Reason code for no evaluation: other. H.3. If other specify: see h.10. H.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult/unable to move on lot # 9259108. Investigation summary: customer returned (1) 3/10cc, 12.7mm, 30g syringe in an open poly bag from lot # 9259108. Customer states that he is unable to move the plunger forward or backward once air is inside the barrel. The returned syringe was tested and the plunger rod would move on its own after drawing it back in the barrel, which indicates that the cannula is clogged. The sample was tested and the sample was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, which indicates that there is an adhesive clog. Sample will be forwarded to manufacturing (holdrege) on 28may2020 for further review. A review of the device history record was completed for batch# 9259108. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200847964] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1589826, "on 20th apr 2020, holdrege received a photo sample of (1) loose, 0.3 ml 30ga x 1/2in insulin syringe from lot # 9259108. A wire test was performed: the sample was then wired, and the wire was not able to pass through the cannula, indicating an adhesive clog in the cannula. This clog would be the cause for the syringe to not draw properly. Process: ¿ the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿ during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿ the cannula is then re-inserted into the hub with vacuum. ¿ the pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. There was one (1) notification [200847964] noted that did not pertain to the complaint. No root cause determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 1/2in 90 bx 450 mo plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no.: 328280 batch no.: 9259108. It was reported by the consumer that he is unable to move the plunger forward or backward once air is inside the barrel. Consumer stated, when he tries to push the air into the vial so that he can draw his insulin, the plunger will not move. Stated, he cannot move the plunger forward or backward, once the air is inside barrel. Consumer left lot number on voicemail, so that's already noted. He was in the supermarket. Stated, he will email the product information.